Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test. No excessive no delivery alarm noted. Unit had a scratched display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 600 mg/dl at the time of the incident. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that they tried all remedies to resolve the issue but was unsuccessful. The customer did not mention any form of treatment for their blood glucose levels.